Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an implant attempt, there were problems with the lead fixation. The lead was removed and tested, and the helix did not extend properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.